Event description:
Ous MDR. During a regular follow-up on (B)(6) 2014, a high rv lead impedance was observed. There were no issues with the shock impedance. The r-wave amplitude and the thresholds were acceptable. On (B)(6) 2014, the physician decided to exchange the rv lead and replace the ICD. The threshold of the rv lead before the operation was 6.0v/1.5ms and intermittent pacing failure was noted.

Manufacturer narrative:
Upon receipt, the lead was dissected. The is-1 connector pin was not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The analysis of the lead multiple signs of wear. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The analysis of the lead revealed no deviations which might be related to the high shock impedance or pacing failure mentioned in the complaint description. Further damages such as cuttings in the insulation and deformations of the shock coils resulted most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.